Event description:
According to the initial report, the protect patient experienced suspected amaurosis fugax on (B)(6) 2021. Per the adverse event report form this is (s)ae#10. The amds was implanted on (B)(6) 2019. The event began on (B)(6) 2021 and ended on (B)(6) 2021 the event was not expected. The event is unlikely related to the amds device and possibly related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event did lead to a serious deterioration in health in the form of in-patient hospitalization or prolonged existing hospitalization. No treatment was provided. This investigation is relegated to amds40-de, lot number: 4897 with the allegation of suspected amaurosis fugax.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is relegated to amds40-de, lot number: 4897 with the allegation of suspected amaurosis fugax. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-de, lot 4897 (finished goods) and 4562 (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient (B)(6) is a 77-year-old female who had an amds-40-40 (lot#: 4897) implanted on (B)(6) 2019 at (B)(6). Adverse event # 10 (case (B)(4) reports a vascular event described as ¿suspected amaurosis fugax¿ with an onset date of 28jun2021 with an end date on (B)(6) 2021. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿. The patient was hospitalized on (B)(6) 2021; however, no treatment was provided, and the event was documented as resolved. The patient was discharged from the hospital on (B)(6) 2021 and did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ [ae # 10] are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This complaint reports and ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (s)ae. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.